Event description:
The customer reported that an inop failure occurred and the speaker failed. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that an inop failure occurred and the speaker failed. No pt harm was reported. In an abundance of caution, we will report loss of audio even though a visual warning is provided that product labeling states: warning -do not rely exclusively on the audible alarm system for pt monitoring. Adjustment of alarm volume to a low level or off during pt monitoring may result in pt danger. Remember that the most reliable method of pt monitoring combines close personal surveillance with correct operation of monitoring equipment. Philips is in the process of obtaining additional info regarding the incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.